Event description:
Review of complaint information reported a customer had a hypoglycaemic attack at 4:30 am, which required third party medical intervention. Paramedics were called and gave the customer glucogan, hypostop and the customer was given a jam sandwich. The customer was okay after twenty minutes, the paramedics did not need to take the customer to the hospital. Later that morning the customer was feeling a little dehydrated. The customer was unsure if customer had washed their hands for each test that was performed, and the needle was not changed for each test.